Event description:
During cardiothoracic surgery, the hole puncher became stuck inside the pt and would not open. Per the surgeon, "we tried to get a sterile flat head screw driver to disassemble the device, but we could not find one. We tried using periosteal elevators to unscrew the device but those did not work. We had no other recourse but to cut that part of the rib out." Subsequent hole puncher was brought up to surgery to complete procedure/operation. After surgery, unable to determine which hole punch (pilling or codman) was the suspect device, and will send both devices to their respective MFR for eval and written findings. Pilling cat. #: (B)(4).